Event description:
During a total abdominal hysterectomy/bilateral salpingoopherectomy procedure, the staples did not lock. The surgeon manually sutured to complete the procedure. No pt injury was reported.